Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the customer insulin pump did not turn on. The customer¿s blood glucose level was 143 mg/dl. The customer stated that the pump did not turned on after changing the battery. The customer stated that they had a second occurrence of replace battery now without a low battery warning. The customer was advised to insert a new battery. The insulin the pump will not be returned for analysis.